Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4) incomplete. The lot number is unknown.

Event description:
It was reported by sales rep via complaint submission tool that during a knee arthroscopy a fms fluid management system inflow tubing (fms vue) has filled the reservoir. No surgical delay or patient consequences reported. Device is available to be returned. This is related to (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a knee arthroscopy a fms fluid management system inflow tubing (fms vue) has filled the reservoir.this is related to (B)(4), where mentioned that the water had entered the pressure sensor and felt completely empty during the daytime set. The complaint device was received and evaluated. Visual inspection reveals just a section from the inflow tubing was received broken. The functional test was not performed due to damages in the in the tubing and because it is not complete. The tubing appeared to be cut close to the clamp set. This type of damage is typically observed with rough handling of the device. However, with the given information we cannot determine a definite root cause for the failure reported by the customer. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.